Event description:
Laboratory reported a psa result of 16.99. Result was questioned by the physician, repeat result was <l (<0.05). Pt was not treated based on the psa result of 16.99. No adverse event occurred.